Event description:
It was reported the programmer will not turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer will not power up; the power supply found out of electrical specification. Analysis also found the right antenna is loose. Concomitant medical products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).